Manufacturer narrative:
The product used was either spinbrush pro whitening toothbrush soft 66878 00191 or spinbrush pro whitening toothbrush medium 66878 00193. The product was manufactured at one of the following locations. Contract manufacturer: hayco ltd. (B)(4). Contract manufacturer: shantou city kin seng plastic co., ltd. (B)(4).

Event description:
Consumer reports a filling was removed from his tooth while brushing. Consumer continued to use the toothbrush after first occurence. There is no indication of product malfunction.